Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm and 9.0 x 40, 75cm mustang balloon catheters were each used for dilatation. However, each balloon ruptured during the second inflation at 16 atmospheres for 10 seconds. The balloons were removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.